Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure on (B)(6) 2019, a cerebrospinal fluid leak occurred. There was clear fluid coming from the epidural needle. The physician was not able to access the epidural space, so the case was subsequently aborted. The csf leak is resolved.